Manufacturer narrative:
Heartsine did not initially report this malfunction as the customer reported that their device was difficult to set up, and that the red status led was flashing. This information did not indicate a critical device malfunction, however on investigation of the device, the device could not be powered on with the returned pad-pak. This was due to a bent locator pin on the patient side of the pad-pak, which impeded the insertion of the pad-pak within the device. The device would therefore only power on with excess pressure applied to the pad-pak, allowing both locking clips to engage. Inability to switch on a device may prevent or delay defibrillation therapy, which could result in adverse consequences. The investigation was unable to determine how or when the damage to the locator pin occurred. There were no other physical defects with the pad-pak plastics or with the device that would have resulted in this damage, therefore the investigation was inconclusive.

Event description:
The customer contacted heartsine to report that their device was difficult to set up, and that the red status led was flashing. This information did not indicate a critical device malfunction, however on investigation of the device, the device could only be powered on when excessive force was applied to connect the pad-pak to the device. A bent locator pin was observed, which caused this issue. Difficulty powering on a device may prevent or delay defibrillation therapy, which could lead to adverse consequences. There was no patient involvement reported with the event.